Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had stimulation pain. Consequences of the event were noted as hospitalization, device repositioning, device reprogramming, and other surgical treatment. An incomplete device (B)(4) was provided. There were no further complications reported and/or anticipated.